Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission reveled that the pacemaker exhibited premature battery depletion. The patient presented in clinic and surface leads were attached to the patient. A magnet was placed over the device which exhibited no magnet behavior. No intervention was performed. There were no patient consequences.